Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update: examination of the reported instrument was not possible as it was not returned. A complaint database search found other complaints for tip breakage on the 4.5 drill bit. The lot code for the reported instrument was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was reported that during a hip revision surgery, a 4.5 drill bit broke. Surgeon was unable to remove the broken tip and it was left in the patient. The reason for the revision is unknown.